Event description:
It was reported that the patient experienced skin maceration when the dressing was removed after 7 days. The incident was noted when the dressing was removed. The patient had macerated skin around the incision. Pooling and fluid beneath the dressing reported. Npwt was used to aid in granulation formation of the new surgically created wound.